Manufacturer narrative:
The insulin pump was received with a high sleep current measurement due to moisture damage on the electronic assembly. The insulin pump passed self-test, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for several days and no blank display noted. The battery tube connector plugged in properly into the printed circuit board during our visual inspection. The test battery was removed from the battery compartment multiple times and the insert battery alarm functioning properly. The insulin pump had scratched case, pillowing keypad overlay, scratched keypad overlay, missing display window cover, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The display did not return after troubleshooting. Customer's blood glucose level was 6.4 mmol/l. The insulin pump was exposed to moisture. The customer was advised that the device would be replaced and agreed to return the product for analysis.